Event description:
It was reported that the patient experienced hypoglycemia after a post-meal hyperglycemic spike from unannounced intake of a honey bun and soda while using the ilet bionic pancreas with a libre 3+ cgm, leading to automated corrections during an active re-learning period after a recent factory reset and subsequent progressive glucose decline; the patient lost consciousness and was taken to an emergency department, where the ilet was briefly removed and then reattached before discharge, and treatment included dextrose administration, IV fluids, and food. Symptoms included hypoglycemia and loss of consciousness. Outcomes included a serious injury requiring unexpected medical intervention with medication. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and noted the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.